Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the autocalibration valve on the smart pneumatic module. The autocalibration valve was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "runtime calibration failure - 1051" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.